Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump keypad did not working. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had solid white display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. The insulin pump was monitored and no unexpected powering off or blank display noted. Insulin pump received with all buttons responding properly. No unresponsive keypad or button error alarm noted during testing. (B)(4).